Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer addressed the issue by changing the cartridge and resuming insulin. Frequent and recurring occlusion issues led to a request for additional support.